Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 345 mg/dl at the time of the event. The customer stated that the inside of the insulin pump was cracked, resulting in the reservoir not fitting correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The reservoir tube was cracked. After testing, it was concluded that the device operated within specifications.